Manufacturer narrative:
(B)(4). Investigation summary: this is an evaluation of an image provided by the account and not of the instrument. The image provided by the customer is that of the distal jaw of what appears to be a harmonic instrument. A closer look at the clamp arm interface shows the tissue pad is detached. The instrument shows use. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the white tissue pad had fallen off. Changed to another one to complete the surgery. This case is from health authority. No additional information can be provided.